Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
The patient underwent fusion at l3-s1 with instrumentation at l3-l4 on an unknown date. The patient was diagnosed with adjacent level disk disease at l2-l3 also on an unknown date. The patient was returned to the or on (B)(6) 2012 and the instrumentation at l3-l4 was removed. The surgeon cannulated the pedicles, meticulously felt the medial and inferior walls and with dual image fluoroscopy did bilateral decompressions to the exiting and transversing nerve roots. The disk was evacuated. The surgeon curetted out the cartilage and packed bone graft supplemented with allograft into the anterior 1/3 followed by structural bone graft. A posterior and posterolateral arthrodesis was performed. The rod was attached, contoured and the procedure a l2-l3 was completed. This report is #8 of 10 for the same event.